Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty opened foil and a needle suture combination in two section inside the winding former was received for analysis. The product code w8310 is double armed. Upon visual inspection of the returned sample, it was observed that the curvature of one needle was unusual due to this was noted to be distorted probably caused by a surgical instrument; the other needle remained intact. The ends of the suture pieces were observed to be cut, also likely caused by surgical instrumentation. No evidence of suture breakage or material defect was identified during the evaluation. A tensile test performed on one suture piece using an instron tester demonstrated a breaking force above the product¿s requirements specification. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy under general anesthesia laparoscopic bilateral oophorectomy and salpingectomy pelvic lymphadenectomy abdominal wall pelvic drainage surgery laparoscopic pelvic adhesion surgery on (B)(6) 2025 and suture was used. During the operation of suturing the left common iliac vein, the suture broke. Immediately replaced the product with a new one and completed the suturing. There were no patient consequences reported. Additional information was requested.